Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Multiple supply changes were performed, however, issue continued to occur. The pump was replaced to address the issue.